Event description:
The reporter stated the surgeon used a cq2015a collamer aspheric three piece lens. As the surgeon was attempting to insert the lens into the patient's eye, he noticed lens haptic sheared off. The lens was not inserted and there was no patient contact. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4): evaluation method results - visual inspection of the returned product found optic is torn at the haptic junction. One haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).